Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
On 22-jan-2015, it was reported that the patient was hearing a 2-tone alarm every 10 minutes. Per the patient, it had been a rough week because he was very tired of hearing the alarm every 10 minutes. Telemetry had not yet been performed. The alarm started on (B)(6) 2015 and needed to be turned off. The patient did not have a healthcare provider (hcp) due to insurance. The patient hadn't had a pain healthcare provider (hcp) since the beginning of the year, which was the reason the event was occurring. It was also noted that the patient's primary hcp was "taking forever" in (B)(6), the patient attempted to find a doctor but no one would work with him until the first of the year. The first of the year came and the patient was then told that he couldn't get in until the (B)(6). However, the patient was still unable to find a hcp to service his pump. The patient was currently on opiates since the medication ran out. The patient did not want to be on opiates and was told to go to the emergency room (ER) "in case I die". However, the patient didn't go to the ER. The patient was glad that his lungs or heart didn't stop. It was noted that the patient's pump was due to "run out of battery" in (B)(6). The patient was currently looking for a surgeon to remove the pump. The device system was used to deliver bupivacaine and dilaudid. Additional information was requested. If additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that the pump was alarming. The patient stated that for the last 3 years the battery had been dying. The patient had been dealing with the pump beeping every 10 minutes because the pump was empty and dying. Per the patient every time the pump was turned off the pump would come right back on 3 days later. The patient stated that he woke up this morning and the pump was beeping non-stop. The patient cannot deal with or live with that. The patient stated he did not have a healthcare provider right now. The patient did not see the healthcare provider and they do not refill the pump. The patient did not want the pump inside him anymore because now the pump was a constant reminder of ¿a poor decision¿ he made. The patient also stated when he does his next back surgery the pump was coming out. No further complications were reported.